Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation and peg tube placement performed on (B)(6), 2013. According to the complainant, during the procedure the snare broke as they removed the bumper of the o-tube. The procedure was completed using another sensation snare. There were no patient complications reported as a result of this event. The patient was reported to be fine following the procedure.

Manufacturer narrative:
Investigation results visual evaluation of the returned device found one side of the loop detached from the loop cannula. Functional evaluation was not performed due to the condition of the device. The condition of the returned device was consistent with the complaint that the snare broke. Analysis and evidence determined that during manufacturing, the crimping process was not properly performed, which may have caused the detachment of the loop. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation and peg tube placement performed on (B)(6) 2013. According to the complainant, during the procedure the snare broke as they removed the bumper of the o-tube. The procedure was completed using another sensation snare. There were no patient complications reported as a result of this event. The patient was reported to be fine following the procedure.